Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced which resolved the issue.

Event description:
The hospital reported that the unit went into a system failure during boot-up. There was no report of patient involvement.